Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with faulty display that has the bottom half of screen duplicating characters was confirmed during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed with no exceptions during manufacturing found. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a faulty display; the bottom half of screen duplicates characters. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.